Event description:
During an initial implant procedure, the right ventricular (rv) lead experienced device sensing issues. The device was explanted and replaced to resolve the event. The patient was stable.